Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was re-run and a lower result was obtained and a corrected report issued. It is unknown if patient treatment was altered or perscribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity. The IFU for dimension ctni flex reagent cartridges contains the following information: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.